Manufacturer narrative:
During evaluation, the unit would open and close properly, however, it was noted that needle was bent. No other abnormalities were noted with the returned unit. Considering that the reported device was used to complete the procedure, it is unknown when the observed damage occurred. Based on the results of the device investigation, the most probable root cause could not be determined. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps device was used during a biopsy procedure performed on (B)(6)2009. According to the complainant, resistance was encountered while advancing the forceps through the scope's working channel. The procedure was completed with the same radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; needle bent.